Manufacturer narrative:
The manufacturer previously reported this device under recall z-1973-2021. After further review, the manufacturer concluded the reported device is not under recall. In box b, describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. There were secondary findings that the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers and software version.the power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device.in addition, the device was scrapped. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. Section h6, component code has been corrected in this report. The remedial action and recall number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. There were secondary findings that the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers and software version.the power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device.in addition, the device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dream station bipap unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. There were secondary findings that the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers and software version.the power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device.the customer's complaint could not be confirmed.in addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.